Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was reloading the cartridge rather than attempting to load a new one, and there were 80 units or more of insulin remaining in the cartridge. Technical support instructed the caller to clean the pneumatic tap area with an alcohol wipe or lint-free cloth. After reloading the same cartridge, the issue was resolved, allowing the customer to successfully load the cartridge onto the pump and resume insulin delivery. During a follow-up, the customer experienced an issue with invalid pairing code and was advised to reset the pump, which was not possible at the time because the charger was not on hand. The customer planned to call back after resetting the pump.